Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements, measuring less than 200 ohms. Additionally, there was noise present on the right ventricular (rv) lead. The noise was unable to be recreated. Subsequently, the patient underwent additional surgical intervention where the crt-d was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported low out of range shock impedance measurement and noisy signals.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements, measuring less than 200 ohms. Additionally, there was noise present on the right ventricular (rv) lead. The noise was unable to be recreated. Subsequently, the patient underwent additional surgical intervention where the crt-d was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements, measuring less than 200 ohms. Additionally, there was noise present on the right ventricular (rv) lead. The noise was unable to be recreated. The patient is to undergo a rv lead revision procedure at a later date. The device remains in service at this time. No adverse patient effects were reported.